Event description:
It was reported that the device did not comply with the preset infusion volume; additionally, the display intermittently becomes obscured at times. No adverse patient effects were reported by the customer.

Manufacturer narrative:
E1: phone: (B)(6). One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to verify or duplicate the reported problem, the device passed flow accuracy testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.